Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While prepping a lantern delivery microcatheter (lantern) for a coil embolization procedure, the hospital staff noticed that the tip of the lantern appeared to be kinked. The damage to the lantern was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new lantern.